Event description:
It was reported that the patient was experiencing inadequate stimulation following a series of fall. The patient was also charging more frequently. The patient underwent a revision procedure wherein the entire system was replaced. Explanted devices will not be returned. No further information has been obtained despite good faith efforts. Additional information was received that the fall the patient had was device related.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18116035/18116035.

Event description:
It was reported that the patient was experiencing inadequate stimulation following a series of fall. The patient was also charging more frequently. The patient underwent a revision procedure wherein the entire system was replaced. The explanted devices will not be returned. No further information has been obtained despite good faith efforts.